Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. A conclusive cause for the reported recurrent mitral regurgitation (mr) and tissue damage cannot be determined. Based on the information provided, the reported heart failure and dyspnea are the result of the recurrent mr. Heart failure, dyspnea, tissue damage and recurrent mr are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Implant date: date estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, recurrent mitral regurgitation (mr) and heart failure it was reported that on an unknown date, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an unknown grade. Two clips were successfully implanted reducing mr to an unknown grade. On (B)(6) 2020, the patient returned to the hospital with shortness of breath and heart failure. Echocardiography was then performed and showed that a lesion occurred on the leaflets. It us unknown what caused the lesion, but mr increased to a grade of 3-4. The two implanted clips were noted to be stable on both leaflets. On (B)(6) 2020, a second mitraclip procedure was performed to treat mr with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 2. No additional information was provided.